Event description:
Report received indicated that the customer reported redness, a rash and itching immediately around stoma base only. Pt outcome was reported as after using powder and various products, pt experienced some improvement.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.